Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) had a battery performance alert. The ICD was explanted and replaced. The patient was stable.